Event description:
It was reported that during a drug eluting stenting procedure crossing difficulty occurred. This event is reportable based on the product analysis approved on (B)(6) 2009. The 85% stenotic lesion was located in the mildly calcified and severely tortuous left circumflex artery. The physician advanced the 3.50x12mm taxus liberte stent to the lesion, but was unable to cross. There were no pt complications. The procedure was completed with plain old balloon angioplasty. Pt status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination identified stent damage along the entire length of the stent. The stent struts were misaligned and damaged, consistent with being squashed. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).